Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later confirms no rupture, "also small periprosthetic liquid in left device", "negative for alcl testing".

Event description:
Device has been explanted.

Event description:
Patient reported left side signs of lymphadenopathy and ¿simple microcyst in the upper outer quadrant of the left breast measuring 6 mm¿ diagnosed via ultrasound. Explanting physician later reported "replacement due to late seroma" and capsular contracture baker grade 2.5." Device has been explanted and replaced with non allergan device. This record relates to left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst -ndr: unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10. Visual analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side signs of rupture and lymphadenopathy diagnosed via ultrasound. Patient later confirms no rupture, "also small periprosthetic liquid in left device", "negative for alcl testing". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, h6.

Event description:
Patient reported left side signs of rupture and lymphadenopathy diagnosed via ultrasound. Patient later confirms no rupture, "also small periprosthetic liquid in left device", "negative for alcl testing". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side signs of rupture and lymphadenopathy diagnosed via ultrasound. Device remains implanted.